Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a transfer set. This issue occurred after peritoneal dialysis therapy was complete and the patient was disconnecting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.